Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. No intervention was performed. No further information was available.